Event description:
The consumer's son alleges the concentrator malfunctioned, but did not alarm. The consumer's son alleges he found his mother on the floor "blue faced." There was allegedly no oxygen coming from the cannula. He turned the unit off and on and the oxygen came out of the cannula. He allegedly put the cannula back on his mother at that time. The consumer passed away.

Manufacturer narrative:
Device had been in service for two years. Manufacturer is attempting to have device returned for inspection. Device service record is unknown. User family initially alleged device malfunction however, indications are device is working properly. MDR filed as a conservative measure.